Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Customer reported implant loss. (B)(6). Failure to integrate. Pt returned for 3 weeks follow-up reported implant felt loose. He explained he wears a retainer at night that orthodontist said must be worn to prevent relapse of palatal expansion. Pt. Reported that first few nichts after implant, retainer wouldn't fully seat. Pt then "forced" it in after a few nights and felt that it was putting a lot of pressure on the implant temp crown.